Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, anemia, renal failure and a viral infection. It was stated that the customer was wearing the insulin pump at the time of the event, but it was removed as they were unable to control the customer's blood glucose levels due to low blood pressure. At the time of the call, the customer had not been wearing the insulin pump since being hospitalized. Assisted the caller in changing the battery due to a low battery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.